Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired at home on hospice. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2022 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.